Event description:
An 80 year old male with coronary artery disease, atrial fibrillation, and prior placement of pacemaker was seen for a transcatheter aortic valve replacement (tavr). During the procedure, the 29mm valve was advanced through the delivery sheath and typical resistance was felt before the sheath opens to accommodate advancement into the aorta. However, there was no loss of resistance noted by the operator when the sheath opens. This was felt to be unusual and fluoroscopy was deployed which identified that the valve delivery system appeared to protrude from the side of the sheath at a right angle. The patient became increasingly hypotensive and hemodynamically unstable. The patient passed away after unsuccessful efforts to repair the vascular injury.